Event description:
The date of the event is unknown. It was reported to boston scientific on december 22, 2005, that a trapezoid rx lithotripter compatible basket tip fell off in the package prior to being used in a endoscopic retrograde cholangiopancreatography (ercp) procedure, (patient age, gender, and weight unknown). The physician completed the procedure with a second trapezoid rx lithotripter compatible basket. No patient complications were reported as a result of this issue and the patient was reported as "fine" following the procedure.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; therefore, the cause of the reported malfunction is undetermined. A review of the device history record for the pertinent lot was performed; no anomalies were noted.